Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an observation with pacing mode rates and intervals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935-65 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative to a routine cardiac resynchronization therapy defibrillator (crt-d) change-out procedure, the vector express algorithm was run, but the algorithm could not execute due to a fast/competing rhythm so the medical equipment company representative selected ok, but then noticed a-v dissociation because the pacing mode - which had been programmed to a dual sensing and pacing mode (ddd) - was now a ventricular-only sensing and pacing mode (vvi.) The representative observed vvi pacing for about one minute and then reprogrammed the device pacing mode from ddd to vvi and back to ddd, which then caused normal ddd pacing. The device remains in use. No patient complications have been reported as a result of this event.